Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "integra meshed bilayer wound dressing was implanted to patient's neck. (Date: (B)(6) 2013) 8 days after implantation on (B)(6), silicone was removed due to grayish tissue observed. (Localized infection). Collagen did not melt, but implemented part became stiff like necrotic tissue. The wound is now managed conservatively. Medical opinion: high-risk patient with extensive burn (tbsa 80%). Three weeks passed from the injury before the surgery took place. Surgeon did not deny the possibility of having remained necrotic tissue in perilesional skin after debridement".